Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited a high, out of range pace impedance measurement and lead safety switch. The health care professional (hcp) was able to recreate the noise with isometrics. Impedance measurements remained stable. They then programmed the system back to bipolar. Two weeks later the system recorded another lead safety switch for high, out of range impedances. Boston scientific technical services (ts) discussed what the lead safety switch indicated and programming options. An invasive procedure was performed to replace both the device and the other manufacturer's ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--